Event description:
Boston scientific received information that during a routine device change out procedure it was observed that the distal pin of this right ventricular (rv) lead was not connected to the device. Prior to the removal of the device, the impedances were 117 ohms. After the lead was connected to the new device, the impedances were 47 ohms. No complaints from the physician prior to the procedure about functionality of the system. No adverse patient effects. The new device has been successfully placed.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.